Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported a pump module was manually programed to infuse a medication under the profile of vancomycin at 10.4ml/hr however the correct programming of vancomycin (750mg/250ml) should have been 257.5 ml/hr. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a pump module was manually programed to infuse a medication under the profile of vancomycin at 10.4ml/hr however the correct programming of vancomycin (750mg/250ml) should have been 257.5 ml/hr. There was patient involvement but no patient harm.